Manufacturer narrative:
Additional data: h6- medical device code: "3026" should be added. B5- the reporter indicated the surgeon implanted a 12.6mm vicm5_ 12.6 implantable collamer lens of diopter -6.50 into the left eye (os) on (B)(6) 2023. Reportedly the lens was implanted upside down. There was patient contact but no patient injury. The lens was implanted, removed and replaced intraoperatively with a lens of the same parameters and the problem was resolved. The cause of the event was the device. Cause details provided: "lens implanted upside down". Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# : (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm512.6 implantable collamer lens of a -6.5 diopter was intraoperatively implanted and removed from the patient's left eye (os) on (B)(6) 2023, due to the lens being implanted upside down. The replacement lens was implanted and the problem was resolved. No patient injury was reported. Cause of the event was the device. Reportedly, "lens implanted upside down."